Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the femoral arterial access in a 70-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported, and the clinical state prior to initiation of support was not specified. Following unsuccessful escalation of therapy due to inability to advance an impella 5.5 device secondary to vascular tortuosity, a second impella cp device was attempted via the contralateral right femoral artery. During this procedure, severe vascular tortuosity was encountered, making device advancement difficult. The impella cp device was inserted into the left ventricle; however, when attempting to remove the guidewire, the wire became entrapped and was withdrawn along with the device. The device was subsequently removed from the body. Visual assessment identified bending of the cannula and the shaft near the motor. Due to these findings and the presence of severe vascular tortuosity, further impella insertion attempts were aborted, and the procedure was converted to intra-aortic balloon pump support. The difficulty with device delivery and subsequent procedural complications are consistent with anatomical challenges related to vascular tortuosity, which can impede device advancement and manipulation during large-bore arterial access procedures.